Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/14/2024, it was reported by a sales representative via (B)(6) that an ar-6413 tube set was used with a pump that was acting up. This occurred during a case. No additional information was provided, and additional information has been asked. Additional information was provided on 05/20/2024 where the sales representative stated that this event occurred during a knee arthroscopy with removal of loose body and a tibial tubercle osteotomy on (B)(6) 2024. They decided to not do the osteotomy after this problem occurred, so the procedure was only a knee scope. An ar-6485 pump was being utilized. The pump was running faster than usual. The settings were knee, 35. New tubing was used to complete the procedure. The neoprene sleeve did flatten/compress. The surgeon pushed on and squeezed the leg to manually remove the fluid. Fluid was removed during the initial surgery. No additional anesthesia was needed and the patient was discharged the same day.

Manufacturer narrative:
Additional information: b3, g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing which may result in pump pressure errors.